Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure: l1 - 3 plf extension due to degeneration of the patient. After the last locking cap was torqued off, part of the locking cap driver sheared off. No piece was left in patient. Issue happened after the task was completed so no further action was taken to manage the issue. No delay to procedure. No adverse event to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.